Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital after a ventricular fibrillation (vf) arrest. The patient was resuscitated at home via an external shock administered by paramedics and admitted to a local hospital. Upon interrogation, a code 1004 was observed, indicative of a short circuit during shock delivery. A code 1007 due to capacitor charge time exceeding limitations was also observed. When in the accident and emergency room, there were reports of the device "firing every minute." The patient was ventilated on the intensive therapy unit (itu) and device data was sent to technical services (ts) for urgent analysis. Ts escalated the request to boston scientific engineering who confirmed via disk analysis that both the right ventricular (rv) lead and the crt-d need to be emergently replaced. Of note, the rv lead is a non-boston scientific product. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects have been reported. Additional information provided from the field indicated the patient later passed away due to these observations around (B)(6) 2025. The crt-d has been removed from the body and is expected to be returned back to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital after a ventricular fibrillation (vf) arrest. The patient was resuscitated at home via an external shock administered by paramedics and admitted to a local hospital. Upon interrogation, a code 1004 was observed, indicative of a short circuit during shock delivery. A code 1007 due to capacitor charge time exceeding limitations was also observed. When in the accident and emergency room, there were reports of the device "firing every minute." The patient was ventilated on the intensive therapy unit (itu) and device data was sent to technical services (ts) for urgent analysis. Ts escalated the request to boston scientific engineering who confirmed via disk analysis that both the right ventricular (rv) lead and the crt-d need to be emergently replaced. Of note, the rv lead is a non-boston scientific product. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects have been reported. Additional information provided from the field indicated the patient later passed away due to these observations around (B)(6) 2025. The crt-d has been removed from the body and is expected to be returned back to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations made against the device were confirmed through product analysis. The cause traced to environment investigation conclusion was selected based on analysis of the returned product which found an altered plasma fuse. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator (crt-d) was performed. Initial visual inspection noted no anomalies with the device can. The lead was observed to have been returned with the device and was severed. A save-all-to-disk was performed and a memory dump noted tachycardia therapy was turned off when received. End of life (eol) was declared by the crt-d on 30-novemeber-2026 due to a charge time fault. A high voltage system fault shock lead shorted, high voltage system fault charge time exceeded, and a high voltage system fault during charge codes were also all exhibited on 30-nov-2026. A manual capacitor reform was commanded, and the device could not perform a capacitor charge, with the reform timing out at 45 seconds and no voltage measurement occurring. X-ray imaging of the device noted the plasma fuse was altered. This type of alteration is likely due to the device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause traced to environment investigation conclusion was selected based on analysis of the returned product which found an altered fuse. This type of anomaly is likely due to the pg device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, this anomaly is deemed due to the environment outside of the device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital after a ventricular fibrillation (vf) arrest. The patient was resuscitated at home via an external shock administered by paramedics and admitted to a local hospital. Upon interrogation, a code 1004 was observed, indicative of a short circuit during shock delivery. A code 1007 due to capacitor charge time exceeding limitations was also observed. When in the accident and emergency room (a&e), there were reports of the device "firing every minute." The patient was ventilated on the intensive therapy unit (itu) and device data was sent to technical services (ts) for urgent analysis. Ts escalated the request to boston scientific engineering who confirmed via disk analysis that both the right ventricular (rv) lead and the crt-d need to be emergently replaced. Of note, the rv lead is a non-boston scientific product. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects have been reported.